Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 23 mg/dl. The cause of the low bg was unknown. The customer¿s daughter called 911 because of a low bg event and the customer was taken to the ER on (B)(6) 2023 for 24 hours. The customer received an IV and fluids of saline to resolve the low bg. The customer was released from the ER on (B)(6) 2023 with no permanent damage. Tandem technical support (cts) walked the customer through a pump system check and confirmed the pump is functioning as intended, and recommendation was made to call back if the customer experiences any further issues.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.